Event description:
The customer purchased a contour meter at the local pharmacy and when using it for the first time, noted the unit of measure was mmol/l instead of mg/dl. No adverse event was alleged. The meter is expected to be returned for evaluation and a replacement was sent to the customer.